Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure for a type ii endoleak using a px slim delivery microcatheter. During the procedure, the physician attempted to advance a coil through the slim microcatheter and met resistance. After multiple attempts, the coil was removed. The slim microcatheter was removed and was found to be kinked at the distal tip. The procedure continued using a new px slim delivery microcatheter and the same coil. There was no report of an adverse effect on the patient.